Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2018 during which the surgeon noted that not only was there a hernia recurrence but the original mesh had shrunk significantly and was removed. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation and loss of appetite. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 12/29/2020.